Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a probable root cause was identified, the video cable was broken and therefore error b30 occurs. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had an error message when connecting. The procedure was a digestive operation. There were no reports of patient harm.

Manufacturer narrative:
E1 postal code: 7100. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had an error message when connecting. The procedure was a digestive operation. There were no reports of patient harm.